Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. The customer performed the following hardware verification testing after obtaining the elevated, non-reproducible access accutni+3 result: quality control (qc), system check, and precision. All verification testing passed within published assay and instrument performance specifications. In conclusion, the cause of the elevated, non-reproducible access accutni+3 result cannot be determined with the information provided.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The initial sample (designated as sample one (1)) from the patient was reanalyzed on the same unicel dxi 800 access immunoassay system and alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. A second sample (designated as sample two (2)) from the patient was tested and the results were within the assay's normal reference range. Refer to the attached patient data summary table for details. The customer stated the initial elevated access accutni+3 result was reported from the laboratory. The customer stated the patient was administered the following anticoagulants in association with the elevated, non-reproducible access accutni+3 result: plavix, nitro paste, metoprolol, and heparin. There was no report of additional change or impact to patient care or treatment in association with the event. Quality control (qc) recovery was within the customer's established ranges before and after the event. The sample was collected and tested in a plasma separator tube. Sample was centrifuged for three (3) minutes at 5000 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer.